Event description:
Reporter indicated a patient had an increase in seizures initially after the patient was implanted with the vns. The seizures were aborted by the use of the vns magnet. Manufacturer follow-up with the reporter revealed the patient was new to the office, and the report of increased seizures following vns implant was reported by the patient. As such, it is unknown what to attribute the increased seizures at the time of initial implant to. The patient recently had vns generator replacement performed due to end of service on (B)(6) 2012. Diagnostics with the new vns generator and resident lead were within normal limits. The explanted generator will not be returned by the hospital per the hospital's policy.